Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a chronic dissecting saccular 5.4 cm in diameter thoracic aortic aneurysm in zone three and four. The proximal neck was 30 mm in diameter and the distal neck was 22 mm in diameter. There was mild calcification proximally and there was no thrombus. It was reported that there was a type iii endoleak, separation noted post stent graft implant, touch up was done to resolve the endoleak; however, the endoleak still persisted. The endoleak was reduced and the physician decided to monitor. A CT performed three days post index procedure revealed that the endoleak resolved without intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); incorrect technique/procedure (device undersizing may have contributed to the event). Conclusion: operational context contributed to event (device undersizing may have contributed to the event).